Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient had to have a MRI due to arthritis in their lumbar spine since before implant, which was not related to the device or therapy. The patient mentioned they fell (B)(6) 2015 and fractured their shoulder and leg on the right side. The patient stated the device did not seem to be working for a few months, as symptoms had returned (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.